Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 15.2cm to 15.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-32683. It was reported that a patient presented to the clinic on (B)(6) 2021 with noise on their right atrial lead, as well as noise that resulted in oversensing on their right ventricular lead. Both leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.